Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported by the patient's legal guardian (lg) that the pod needle deployed and the pod cannula did insert into the skin but the pod pink slide did not move forward, indicating a needle mechanism failure. The lg also reported that the cannula was not visible after the pod was removed. The pod was not worn. No impact to the patient's glucose level was reported.